Event description:
The product was used during a skin closure procedure. Reportedly, the wound dehisced. The surgeon performed a re-operation on 1/5/98 to correct the condition. The hospital has reported the pt's condition is satisfactory.